Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshooting was performed. Customer was not calling back after receiving a new battery cap. Customer was not exposed to moisture. Customer was advised that batteries should be stored at room temperature and be used within expiration date customer was using energizer battery. There was no physical damage on the insulin pump. Customer also reported failed battery test. Insulin pump will not be returning for analysis.